Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had an appointment on (B)(6) 2019 where the technician was able to redirect the impulse to the ¿bike zone¿ and change the setting. The patient noted the cause was determined but didn¿t indicate what it was. The patient called in again on (B)(6) 2019 to report that just about a month ago, all of a sudden, they felt like a muscle spasm in their leg and like they were being shocked. The patient reported they were adjusted at their healthcare provider¿s office, but it happened again the night before the call. The patient stated they were in bed both times and they had an adjustable bed. The patient noted that stimulation felt fine at the time of the call. It was reviewed that laying down may change the feeling of stimulation and the guidelines for an adjustable bed were reviewed. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said typically she didn't feel stimulation at all unless she moved body positions, but she would know the therapy was working. Patient said that sometimes she would start to feel stimulation as irritating her or causing a burning sensation in her bike seat so when that happened she would turn stimulation down or change programs and that would resolve the issue. Patient reported now she's had really severe leg cramps all the way down her leg and feels stimulation from implant site down leg. Patient said that she started feel this when she changed programs. Patient reported that she didn't have any falls or trauma. The dates patient specified were: (B)(6) 2019: stimulation in wrong location first noticed, (B)(6) 2017: uncomfortable stimulation since implant. Patient said she might try different program or turn stimulation down until she met with doctor to have the implant checked.